Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. Initial testing indicated that the bricks were healthy, with good calibration values, and energy detection by the system was within normal parameters. However, energy testing at the fiber port revealed that the energy is drastically different. Furthermore, a burn test within the optics bench shows the laser to be clear and precise. However, coming out of the fiber port it is small and barely visible. The fse replaced the lens cell assembly. The beam combiner optic was very cloudy and needed cleaning. The fse performed power calibration and peaked optics for power. After this, the issue was resolved, and the unit was within specification. Based on the analysis results, the reported event is confirmed. The lens cell assembly was returned for evaluation. Visual analysis identified that the cell lens assembly was found in overall good physical condition. The electrical connections were also in good condition, and the lens was clear and clean. No functional testing was performed.

Event description:
It was reported that the console has low energy. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the console has low energy. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.